Event description:
Further information was received indicating that even after doing hard resets, the screen freezing continued to be a problem and the physician wanted a replacement. The product was returned to the manufacturer and underwent analysis. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed (event is readily confirmed). No other issues were observed with either the handheld or software.

Event description:
It was reported that the physician was having problems with screen freezing on his handheld computer the day prior. A company representative was at the office and he said that when he arrived, the handheld was still frozen on the "interrogation successful" screen from the day prior as indicated by the physician's nurse. The representative was able to perform a hard reset and resolved the issue. The device will not be replaced at this time as physician was informed about performing a hard reset to resolve the issue in the future.